Manufacturer narrative:
Inspected one opened and used partial sensor and unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was missing. The customer¿s blood glucose level was 149 mg/dl at the time of the incident. Troubleshooting was performed. The sensor will be returned for analysis.